Event description:
First revision surgery was performed on (B)(6) 2019. The revision surgery was due to dislocation-the patient rolled over in bed and popped out glenosphere. Surgeon put in thicker humeral bearing during revision surgery. The original humeral cup had a +9 liner, and the surgeon replaced that with a +6 cup and a +9 spacer (for a total of +15). Second revision surgery was performed on april 15, 2019. The humeral cup and spacer were both replaced again, this time with a +9 cup and a +9 liner. The explanted cup was a 40/+6 humeral cup, ref 104-0806. The explanted spacer was a +9mm humeral spacer, ref 103-0007. The new implanted humeral cup is a 40/+9 humeral cup, ref 104-0809. The new implanted spacer is a +9mm spacer, ref 103-0007.